Event description:
Patient requested exchange of implants due to question of rupture. Surgeon removed implants x 2. Implant on left side ruptured. Implant on right side intact. Bilateral breast implants removed and replaced.